Event description:
A customer reported experiencing a past low blood glucose event with a lowest level of 40 mg/dl. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. The customer was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels.